Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an m4 alarm being caused by the centrimag motor overheating was not confirmed. The returned centrimag motor was functionally tested and was found to perform as intended. Atypical alarms were unable to be reproduced throughout all testing. No log files were associated with the reported event. The root cause of the reported event was unable to be conclusively determined by this analysis. Review of the device history record for centrimag motor, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The centrimag motor IFU, in section titled "warnings," indicates that the motor may feel warm to the touch. Overheating is confirmed by a motor over temp console alert message and temperature sufficient to prevent the user from placing and holding a hand on the motor housing. Clamp the return tubing and switch to the backup system. The labeling has an emergency / troubleshooting section for the primary console. The recommended practice, whenever there is a console or motor malfunction, is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console to continue patient support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1 and g2: corrected data.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported a m4 message appeared on the centrimag console detailing the centrimag motor was overheating. There was no information regarding patient status during the event. No further information was reported.